Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the device occurred. The patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. At the 45 day follow-up appointment, transthoracic echocardiogram (tee) revealed thrombus on the device. No further patient complications were reported and the patient condition was reported as good.